Event description:
Info was rec'd from a foreign country that a pt was observed with diffuse lamellar keratitis after a bilateral refractive surgery. The left eye of the pt was lifted and cleaned the next day post-operatively. Visual acuity (best corrected visual acuity): both eyes, pre-op: 20/25. Both eyes, post-op: 20/40. The user facility stated that the device is being returned but has not yet been rec'd by the MFR.